Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2004, a cardiovascular event on or about (B)(6) 2004 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated mdrs 1225714-2014-04190, 1225714-2014-04191, 1225714-2014-04192 and 1225714-2014-04193.